Event description:
It was reported that the patient could not pump up the inflatable penile prosthesis (ipp) as it appeared to be broken. A replacement surgery was performed in which the existing device was removed and replaced with a new ipp. During the procedure a hole was identified in the reservoir as the component was empty. There were no patient complications related to the device.